Event description:
It was reported that the patient received pocket stimulation with pacing. It was also reported that the patient had pneumothorax two days post implant. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.